Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi, high and erratic blood glucose test results. The customer is concerned with test results from meter to meter comparison of 289 mg/dl using truemetrix meter and 170 mg/dl using another device, and from results obtained of hi, 218, 197 and 287 mg/dl. Customer also reported he had obtained erratic blood glucose test results of 150 and 200 mg/dl. The customer¿s expected am fasting blood glucose test result is under 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 218 mg/dl and 172 mg/dl using truemetrix meter; customer was not satisfied with the results. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 10/31/2021 and open vial date is 01/31/2021. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 29-mar-2021: d8: was this device serviced by a third party. D9: device available for evaluation. H3 device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation - customer returned incorrect meter, unable to test. Test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique.